Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer confirmed that the issue was not repeated. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar activated without anyone touching it and the customer had to push the foot pedal to get it to turn off. The monopolar was in arm 4 left pedal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.